Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reyl0927 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 2.7 french single lumen bard broviac catheter was inserted in the left greater saphenous vein. Some difficulty threading past the area of right groin cvc was reported. The catheter was used to infused fluids and draw blood. Nursing reported that the catheter was oozing. Central line study showed alleged extravasation of contrast in the tract, but catheter still appears intact. The broviac was removed in one piece on exam. Allegedly, there were two holes halfway between the exit site cuff and the entrance into the vein.